Event description:
The customer reported via the sales rep that he noticed a glue like residue on the triathlon femoral component and also on the inside of the packaging prior to implantation. The surgeon reported that an identical device with a different lot number was immediately available to complete the procedure.

Manufacturer narrative:
An event regarding residue or foreign matter involving a triathlon femoral component was reported. The event was not confirmed. Device evaluation could not be performed as the component was not returned, it was reportedly discarded by the customer. Device history review. There have been no reported discrepancies for the referenced lot. The reported event could not be confirmed as the device, or photographs of the device were not provided. Analysis of the subject device is required to complete this investigation to determine the root cause. No further investigation for this event is possible at this time.

Event description:
The customer reported via the sales rep that he noticed a glue like residue on the triathlon femoral component and also on the inside of the packaging prior to implantation. The surgeon reported that an identical device with a different lot number was immediately available to complete the procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.